Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Laboratory analysis noted that there were no medical adhesive on the top of the device where the header should be. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device replacement procedure, the device header came off. This device was explanted and replaced. No additional adverse patient effects were reported.